Event description:
During a scheduled performance inspection, physio-control found that the device would not provide a defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control examined the returned device and was unable to duplicate the reported failure. It was noted that a service wrench was present on the device display and an event code was in the memory; however, the downloaded data indicated that the likely cause of the reported issue was a poor connection to the patient simulator during testing. The customer was provided a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.